Manufacturer narrative:
(B)(4).

Event description:
The pt had their neurostimulator explanted due to persistent pain at the pocket site. It was noted that there was no change in the pocket pain after the device removal. No pt injuries were reported.